Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was in between 300 mg/dl and 400 mg/dl. Customer's other relevant blood glucose level was 338 mg/dl. Customer stated that the blood glucose level was not coming down. Customer was using auto mode feature of insulin pump. Customer stated that the insulin pump was not functioning as it was. Customer stated that the insulin pump was getting kicked out with auto mode, because customer reaching the maximum basal rate always. Customer stated that they always getting alarms of high blood glucose and they were not getting any error alarms from the insulin pump. The insulin pump will not be returned for analysis.